Event description:
It was reported by the customer that multiple occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the trusteel infusion set and resuming insulin. Customer is using the pump as intended. Customer changed multiple cartidges and infusion sets. Occlusion alarms always persist and customer lost trust in further pump therapy. Technical support advised the customer on troubleshooting steps, confirmed the shipping address, and arranged for the replacement of the pump, which was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump using a pre-paid label.